Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott field service engineer reported a burning smell at the site on (B)(6) 2020. That night the vacuum pump on the alinity I processing module stopped working. On (B)(6) 2020 the fse during repair of the vacuum pump found a char mark on the board inside. There was no impact to patient management.

Manufacturer narrative:
Abbott field service and the customer reported a burning smell coming from the rear of the alinity I processing module, serial number: (B)(4). No fire or smoke was seen nor any damage to the instrument. Extensive troubleshooting by field service found that the vacuum pump would not turn. Further review revealed a continuous red led light that indicates d1- shutdown due to missed hall sensor signal and a burn mark in the corner of the board. The field service engineer replaced the vacuum pump to control board cable (part number: a-30110194-01) and the driver board, vacuum pump motor (part number: a-30109072-02) which resolved the issue. Pictures depicting the burned/scorched vacuum pump to control board cable that caused the burning smell were attached to the ticket. Return testing was not completed as returns were not available. A review of the alinity I processing module, sn: (B)(4) service history, revealed no additional issues of burned/scorched damage reported on the analyzer. A product monitoring review of the alinity I platform found no trends with regards to the current issue. No non-conformances were identified for the driver board, vacuum pump motor or the vacuum pump to control board cable. The alinity ci series operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the alinity I processing module and adequate information for the troubleshooting, removal, and replacement of the part. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the parts. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burned/scorched damage observed on/in a small area on the vacuum pump to control board cable did not spread to other parts of the analyzer. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn: (B)(4), the vacuum pump to control board cable (part number: a-30110194-01), or the driver board, vacuum pump motor (part number: a-30109072-02) was identified.